Event description:
During priming of the oxygenator circuit, the perfusionist noticed a fluid leak at the gas outlet port. The unit was changed out prior to the start of the bypass procedure. There was no patient involvement associated with this incident. After changing out the unit the procedure was completed without further incident.